Manufacturer narrative:
H10: manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: one powerport clearvue slim port was returned for evaluation. Visual, microscopic visual and functional evaluation were performed on the returned device. During visual evaluation, the broken piece of catheter was found lodged in the catheter. Destructive functional testing was performed by cutting the catheter to retrieve the broken port stem. The investigation is confirmed for the identified fracture and material separation as a complete break was noted on the port stem. However, the investigation is unconfirmed for the reported detachment as there is no evidence of component detachment. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 02/2022), g3. H11: h6(result, conclusion). H11: section a through f the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that while assembling the device, the device allegedly fell apart. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history record is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway.

Event description:
It was reported that while assembling the device, the device allegedly fell apart. There was no patient contact.